Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that since (B)(6) 2010 the adhesive of the infusion set headset is wet after 12-24 hours of use. The pt sometimes experiences elevated blood glucose of 200 mg/dl as a result. The pt's normal blood glucose level is 120 mg/dl. The pt changes the infusion set and boluses through the infusion device to lower blood glucose. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.